Manufacturer narrative:
Patient information was unavailable from the site. A replacement interface cable was shipped to the site on 18-nov-2015. Suspect part was not returned for medtronic evaluation. A medtronic representative visited the site and replaced the cable on 20-nov-2015. Upon replacement, a system checkout was completed, with all checks passing. System is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while booting up during a spinal fusion case, the imaging system was unable to communicate with the mobile view station (mvs). Site decided to discontinue use of imaging and proceeded with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was completed successfully with no adverse effect on patient outcome.